Manufacturer narrative:
A f/u report will be submitted when the investigation is complete. (B)(4).

Event description:
Customer reports an issue with the window and leveling (images are too bright for the first opening of the study) and incorrect density values measured with roi (region of interest) for siemens CT's. There was no reported pt injury associated with this event.